Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hernia procedure, the trocar broke.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the obturator top was disengaged from the shaft. Only the obturator was received. The condition in which the device was received precludes functional testing. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. The cap disengaged due to an improperly performed assembly operation. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.